Event description:
During shift check, the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error 136 (internal parameter corrupted). The autopulse platform was manufactured in march 2008 and is almost 14 years old, well beyond its expected service life of 5 years. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, the edges of the front enclosure were heavily scratched and chipped with a broken screw boss. The cause of these observed physical damages is attributed to both wear and tear as well as user mishandling. An archive review could not be performed because the data could not be downloaded due to the size of the data being over the limit, and the parameters in backup memory (non-volatile ram) had been corrupted due to the processor board issue. The autopulse platform failed initial functional testing as the platform displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation revealed that the cause of the system error was the processor board failure, which was replaced to remedy the fault. Subsequently, the autopulse platform successfully passed a 10-minute run-in test using a large resuscitation test fixture (lrtf), equivalent to a 250-pound patient. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).